Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to low impedances resulting from disconnection. Surgical intervention was undertaken on (B)(6) 2024 where in the ipg was explanted and replaced.

Manufacturer narrative:
Correction: h6 health effect - clinical code should have been 4412 - movement disorder instead of 2388 - inadequate pain relief.